Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with unknown reason that was not oversensed. The lead was explanted and was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with unknown reason that was not oversensed. The lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed no anomalies except typical induced damage associated with surgery. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.